Event description:
The devices were not returned for evaluation as anticipated.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) unexpectedly popped during a peripheral angiography case when the mynx device was deployed to close the arterial access site in the patient¿s left groin. A second 6/7f mynx control vcd was obtained and used to close the patient¿s arterial site; however, the second mynx device also failed, resulting in the cath lab staff having to hold manual pressure on the arterial site for thirty minutes or less. Appropriate arterial pressure was held, and the patient remained hemodynamically stable, with no hematoma present. There was no reported patient injury. The device was being used in a peripheral intervention using a retrograde approach. The deployer is mynx certified. The physician assessed the site and distal pulses following manual pressure, and the patient was taken back to the prep and recovery area for further monitoring. The devices were stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return either device for analysis, the reported customer complaint " balloon - balloon loss of pressure" for complaint one, and sealant failure to achieve hemostasis¿ for complaint two could not be confirmed. The exact cause of the issue experienced could not be determined. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. Procedural and/or handling factors may have been contributing factors to the reported events. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) unexpectedly popped during a peripheral angiography case when the mynx device was deployed to close the arterial access site in the patient¿s left groin. A second 6f/7f mynx control vcd was obtained and used to close the patient¿s arterial site; however, the second mynx device also failed, resulting in the cath lab staff having to hold manual pressure on the arterial site for thirty minutes or less. Appropriate arterial pressure was held, and the patient remained hemodynamically stable, with no hematoma present. There was no reported patient injury. The device was being used in a peripheral intervention using a retrograde approach. The deployer is mynx certified. The physician assessed the site and distal pulses following manual pressure, and the patient was taken back to the prep and recovery area for further monitoring. The devices were stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. (B)(4): a non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found in the open position with no syringe attached to the unit. The sealant was in its manufactured position, fully covered by the sealant sleeves. No abnormal conditions were noted regarding the sealant sleeves. Additionally, no sheath was returned inserted on the device. The balloon was deflated, and the core wire was in its manufactured position. No additional anomalies were observed during this analysis. Per functional analysis, the balloon was tested for inflation/deflation functionality. No issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon rupture/leakage noted. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynx control IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. It should be noted that failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) unexpectedly popped during a peripheral angiography case when the mynx device was deployed to close the arterial access site in the patient¿s left groin. A second 6/7f mynx control vcd was obtained and used to close the patient¿s arterial site; however, the second mynx device also failed, resulting in the cath lab staff having to hold manual pressure on the arterial site for thirty minutes or less. Appropriate arterial pressure was held, and the patient remained hemodynamically stable, with no hematoma present. There was no reported patient injury. The device was being used in a peripheral intervention using a retrograde approach. The deployer is mynx certified. The physician assessed the site and distal pulses following manual pressure, and the patient was taken back to the prep and recovery area for further monitoring. The first mynx device was bagged in a biohazard bag with the appropriate lot and serial number attached. A picture showing the label identifier for the two devices was provided for review. The devices were stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices are expected to be returned for evaluation.